Event description:
Complaint description: a pt sustained a perforation in the sigmoid colon during a diagnostic colonoscopy procedure. The procedure was aborted when blood was observed and the pt was taken to surgery for bowel resection. The pt reportedly was doing well following the occurrence.